Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The gantry door was not aligned. The site stated that the gantry was not opening. Before arriving the site stated that the gantry might have been clipped on the bed. The cover had a chipped. They performed a rotor offset calibration and ran encoder slipping commands. Rotor did not slip and returned to home. Inspected the system and did a checkout of system. All passed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the site could not open the gantry while it was around a patient. The site tried rebooting and using the yellow button to open the gantry, but the system did not respond. It was reported that the system became unresponsive after a spin, and the screen went black. It is unknown if there was a delay to the procedure, and if there was an impact to the patient. Additional information was received. There was no impact to the patient's outcome.